Event description:
It was reported that during the service visit, an olympus technician noticed that a nurse had inserted the duodenovideoscope into a washer/disinfector (etd) machine with the distal cap still mounted on the distal end. Upon inquiry, the nurse incorrectly stated that the distal cap was fixed, which was not accurate for this specific model. The technician then raised concerns about whether the distal end had been appropriately brushed during the precleaning procedure. To address this issue and prevent similar incidents in the future, immediate action was taken. The nurse removed the duodenovideoscope from the etd, took off the distal cap, and completed the precleaning procedure as per protocol. In response to this incident, olympus will be organizing an education session on infection prevention for the entire staff of the endoscopy department where nurse is employed. This training will cover proper handling and cleaning procedures for all duodenovideoscope types. Additionally, olympus will be distributing quick reference guides for each duodenovideoscope model this customer is using to serve as a handy resource for their staff and will appeal to the customer to introduce standard operating procedures for all endoscope types they have in the department. This duodenovideoscope was a local loaner device that was in use at the hospital. There were no reports of infections, patient harm or impact associated with this event.

Manufacturer narrative:
The device was not returned for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) will be dispatched on-site to assess the reprocessing practices at the user facility. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's understanding differing from the olympus recommendation in device handling and reprocessing steps. The suggested event is preventable by handling the device in accordance with the following instructions for use (IFU): - IFU evis exera tjf type 160vr endoscope reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures brushing around the forceps elevator and instrument channel outlet it is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.